Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored atrial tachy response (atr) episode. Technical services (ts) examined device episode data and found that there was oversensing of myopotential noise on the right atrial (ra) lead channel which resulted in the atr episode. No adverse patient effects were reported. Currently, this ICD system remains in service.